Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she needed help with changing the infusion set. Customer was running high since she got up in the morning with a blood glucose of 476 mg/dl. Customer took 8 units via manual injection. Customer's blood glucose went up to 501 mg/dl. Customer took 12 more units through a manual injection. Customer's current blood glucose was 343 mg/dl at the time. Troubleshooting was performed and the customer was advised to do a complete set change. Customer changed the new infusion set and reservoir.